Event description:
Reporter stated that patient's blood glucose was measured, using the advantage system, with back-to-back results of 14 mg/dl and 77 mg/dl. Based on these values, patient was reportedly given juice. No associated injury was reported. Reporter did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped. Advantage system: meter, comfort curve strip lot and expiration date were not provided.

Manufacturer narrative:
The comfort curve test strips are the suspect device.